Manufacturer narrative:
The insulin pump was received with an intermittent button response and button error alarm due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer confirmed that their blood glucose was stable. Customer's blood glucose was 9 mmol/l.